Event description:
As the pt was being rewarmed during cardiopulmonary bypass, the unit did not stop heating at the expected temperature of 30 degree celsius, resulting in the delivery of 45 degree celsius water to the pt. At this time, the unit was switched out. Both the user and the co service rep were unable to duplicate this problem. The highest temperature that was measured on the pt during the event was 25 degree celsius. No pt injury has been reported as a result of this incident.